Event description:
A catheter fracture was reported. It was stated that during a back surgery (unrelated to the device), the intrathecal catheter was cut accidentally. Drug delivered via the device was on sufenta 50mg/ml, 40mg/day. The catheter was joined using a connector. It was later reported that the catheter was cut at the entry to the dural space. The distal and proximal catheter was fixed utilizing a catheter connector.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).